Event description:
It is reported that surgery was delayed for 1 hour when the trials could not be inserted and then got stuck when the surgeon finally got them in. Surgeon had to perform bone resection.

Manufacturer narrative:
This report will be amended, when our investigation is complete.